Event description:
A signal loss was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms described as "dizzy, fainted, unable to move, knee bruised, abrasions, left big toe possibly broken" and was unable to self-treat. An ambulance, police and medical officer came and customer was able to be stabilized, treatment was not specified. It was reported that "the customer was hospitalized for three days without any further dramatic progression". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor and applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and cap; no issues were observed. Sensor cap was retained inside applicator cap. The applicator has been fired correctly. Visual inspection performed on the returned sensor patch and no issue was observed. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. No abnormalities were observed with the sensors data. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.

Manufacturer narrative:
Sensor and applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and cap; no issues were observed. Sensor cap was retained inside applicator cap. The applicator has been fired correctly. Visual inspection performed on the returned sensor patch and no issue was observed. Sensor data was analyzed. No abnormalities were observed with the sensors data. Sensor state was 6 (normal termination) and event logs 6 and 7 were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms described as "dizzy, fainted, unable to move, knee bruised, abrasions, left big toe possibly broken" and was unable to self-treat. An ambulance, police and medical officer came and customer was able to be stabilized, treatment was not specified. It was reported that "the customer was hospitalized for three days without any further dramatic progression". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms described as "dizzy, fainted, unable to move, knee bruised, abrasions, left big toe possibly broken" and was unable to self-treat. An ambulance, police and medical officer came and customer was able to be stabilized, treatment was not specified. It was reported that "the customer was hospitalized for three days without any further dramatic progression". There was no report of death or permanent impairment associated with this event.